Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). According to the comments from the complaint field, date of the event was recorded in error in complaint file.

Event description:
It was reported that "aquacel was found in her wound approximately 4 - 6 weeks after surgery, possibly leading to delayed healing. It would appear that the very wet piece of aquacel removed at first dressing change may not have come out in one piece."